Event description:
Pt called lfs on 01/2002 alleging their meter was inaccurately erratic and they had to call 911. The call was documented by facility. Pt stated that they tested self in the morning and rec'd result of 190. Took normal dose of insulin. Pt ate breakfast of cereal, milk, and fruit. Ten to fifteen mins later began to have symptoms of "shivering, cold, sweaty, dizzy". Thought it might be blood pressure, but pt took it and "it was fine". Pt immediately took 4 glucose tablets and still not feeling well. Called friend who came and gave orange juice, chocolate and still feeling dizzy. Called 911 about half hour later. Emt checked blood sugar and rec'd a 48mg/dl on the emt meter. Gave 3 glucose tablets and "still felt same". Gave IV glucose. Took test again and rec'd "80, 90" on emt meter. Pt continued to use the meter and called lfs 2-3 wks later because "pt was feeling funny". Replacement not sent, pt stated that "they said meter was ok". Pt continued to use meter. Pt then rec'd the letter regarding ot profile meter segments. Pt called number on letter and went through check of meter. Pt stated that they "said something was wrong" and meter was replaced. Pt states that in retrospect, pt realized that "some numbers looked distant on meter". For example "a 120 looked like a 100, and a 0 looked like a 2". Pt called dr's office to report incident and they made an appointment. Pt's regimen was changed due to the incident. Pt stated dr reduced amount of insulin, but pt was not clear on pt's regimen prior to the incident. Could not verify result of 220, and 78 that is documented. There was no comparison with ot profile meter.